Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was 600 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to a level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, no action was taken to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.